Event description:
It was reported that this left ventricular lead and associated cardiac resynchronization therapy defibrillator exhibited one high out-of-range impedance measurement as the device was programmed to mr protection mode. A technical services consultant discussed troubleshooting options and indicated that, if the lead was found to be fractured, magnetic resonance imaging would be contraindicated. The field representative performed serial impedance testing and found the measurements had returned to normal. This lead remains in service. No adverse patient effects were reported.